Event description:
Information was received indicating that a smiths medical administration set was implicated in a medication not being delivered to the patient. The patient was not getting comfortable. It was discovered that no medication was being delivered by viewing the medication container despite the pump indicating medication was being delivered. There were no adverse events reported due to this event.

Manufacturer narrative:
Evaluation results: one cadd administration set was returned for investigation in used condition. The samples were visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No obstructions or other workmanship defects were detected in any of the joins of the product. Only a kink was detected on the pump tube. The samples were tested using a hydrostat vessel to look for unusual function. No discrepancies were detected. The entire sets was successfully primed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause of the product problem is that the pump tube become affected after it left the manufacturing facility.